Event description:
Event description guidant received information that 2 weeks post implant, this implantable cardioverter defibrillator (ICD) exhibited a longer than expected charge time. The battery status indicator displayed middle of life (mol) 2. Review by guidant engineering revealed a normal battery voltage, however, the charge time is longer than expected.